Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary; investigation selection; investigation site: cq zuchwil; selected flow: damaged. Visual inspection: the distal tip of the complained screwdriver is worn and slightly twisted. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: due the worn-out / damaged tip the complaint condition is rated as confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. Excessive force, not fully seating the screwdriver tip or normal wear and tear could lead to the complained issue. In general, we would like to draw your attention on page 4 in the leaflet ¿important information¿ version se_023827 al: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. No manufacturing related issues could be detected. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part # 03.130.010. Synthes lot # h842863. Supplier lot # n/a. Supplier batch # n/a. Release to warehouse date: oct 9, 2019. Expiration date: n/a. Supplier: jabil-monument. No ncr's were generated during production. Device history review. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. .

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the metacarpal bones fracture. During the surgery, the screwdriver shaft stripped the screw head. The surgeon tried to remove the screw, but the screw shaft couldn¿t be removed, and the screw remained in the patient. The surgery was completed within 30 minutes delay. No further information is available. This complaint involves two (2) devices. This report is for (1) stardrive screwdriver shaft/t4 50mm/self-retaining/hxc. This is report 1 of 2 (B)(4).